Event description:
Bard marlex hernia patch was used to repair my hernia, but within 1 month I complained that there was a problem. I did not know what the problem was exactly; all I could tell them is it was painful and that it felt like something was trying to cut its way out, or something shap was inside me. At that time, I had never heard of a recall of any kind. This caused diarrhea, pain and limited me as to what I could do. I thought that this would repair my hernia, but all it did was put a bandaid on it. I complained for about 2 years until I just gave up because I was always told it was normal, or it was scar tissue, everything was ok when I knew it was not. Dates of use: 1995. Diagnosis or reason for use: hernia. Event reappeared after reintroduction: no.